Event description:
Pt was receiving aggressive hemodynamic stabilization measures including central venous line, fluid resuscitation and pressors. In 2001, pt experienced cardiopulmonary failure and was started on estracorporeal membrane oxygenation cannulation. A pop-off valve was placed in the ventilating gas tubing proximal to the gas phase of the artificial lung, to prevent air embolus if occlusion of the outlet gas phase occurs. The co2 content in the pt's blood occurred before and after the oxygenation. When the pop-off valve was removed, the pco2 level on the pt and ECMO circuit decreased. The pop-off valve was measured and recorded to pop off at 30cm h20.